Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having sensor accuracy issues and inappropriate suspending of the pump due to two sensors. The patient stated that her blood glucose would be between 200 mg/dl and 220 mg/dl but the sensor would read low and suspend the pump. The patient also mentioned that with both sensors her sensor glucose would be between 40 mg/dl and 50 mg/dl when her blood glucose was actually between 150 mg/dl and 180 mg/dl. The pump would suspend in her sleep and she would wake up with high blood glucose. One sensor will be returned for analysis and two replacement sensors were shipped to the customer.